Event description:
It was reported by the clinician that the metal wrap on the spring wire guide (swg) actually came off and was left inside a newborn. The swg piece was removed from pt after it was discovered during an x-ray. Pt is doing fine. Additional info received in 2009 stated pt returned to the neonatal intensive care unit from the operating room around 7:00 a.m with a peripherally inserted central catheter (PICC) line & intubated post-op. Post-op film was obtained to verify placement of et tube and line. Swg from PICC line was seen on x-ray from the femoral line entrance to the brachiocephalic vein. Attending physician paged immediately. Pt was newborn female infant. It was also noted on the report that no instrument count was required (as listed on the nursing note) because the infant is less than 10kg. Follow up info received four days later, stated the time from placement to realizing the swg was retained was approximately 1 - 2 hours.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.